Event description:
Per the audiologist's report, this pt reported poor performance and pain while wearing her speech processor in 1995. The patient stopped using the device. The pt requested an integrity test in 2006. The results of the testing done in the same month, revealed several open and short circuited electrodes. The device was reprogrammed, but the patient still reported pain. The device was explanted and a new device was reimplanted.